Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and history for the date of the vent has been overwritten due to continued use of the pump and is no longer available for review. The alarm history shows no alarms related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The pump information for the complaint date has been overwritten, unable to duplicate the complaint. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011 the patient obtained elevated blood glucose readings and experienced the symptom of increased thirst. The patient tested negative for ketones. The patient reported an elevated morning blood glucose level; specific result not provided. At 11:30 am the patient's mother changed the infusion set and discovered the cannula was bent. At 2:00 pm the patient's blood glucose level was 291 mg/dl; the mother gave him a correction bolus using the pump. At 6:00 pm the patient's blood glucose level was 409 mg/dl and he experienced the symptom of increased thirst. The mother again replaced the infusion set, and discovered blood in the cannula. Troubleshooting revealed the pump had provided call service and occlusion alarms, all settings and the date/time were correct, and the basal rate was correct. There is no evidence the pump was not functioning appropriately. The patient used two infusion sets with kinked or blood cannulas. The patient obtained elevated blood glucose readings and experienced symptoms suggesting severe hyperglycemia afterwards, and received treatment with an insulin injection. Therefore this complaint is being reported.